Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported in the literature (pogliacomi, et al. 2015), the latitude prosthesis ((B)(4)) was implanted in 10 out of 20 surgeries. One patient required revision surgery 24 months after the first implant (latitude) as a consequence of aseptic loosening. No further patient complications have been reported.